Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture due to oversensing was noted. The physician alleges a rvcap confirm algorithm issue. No action was taken at this time. The patient was in stable condition.